Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Information was received that reported a patient sought medical treatment due to hyperglycemia. The patient had been experiencing labile blood glucose for several weeks with frequent unexplained highs. On (B) (6) 2010, he was removed from the device and treated with insulin. The device should be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence, but at the time of this report has not been returned.